Event description:
It was reported that the handpiece was running hot and working intermittently. Requests for additional information have been made with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The product analysis indicates that the complaint could not be verified. The one minute pre-repair temperature test could not be performed. The handpiece was too noisy and the motor was operating intermittently. The cable was badly kinked and all the internal parts as well as the motor, housing, and screws were all severely corroded due to dried saline. All internal parts, seals, bearings, housing, motor, and cable were replaced. The handpiece was repaired, cleaned, tested, and passed to manufacturing specifications. This device is used for therapeutic purposes.